Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with redness, pustules, and infection, at the needle puncture site, which occurred 5 days the sensor had been inserted in the arm. The patient reported that when he took out the sensor, yellow liquid came out from the sensor insertion site. On (B)(6) 2024 the patient went to the family doctor who prescribed the clamoxin antibiotic, 1 gram to take 2 times a day for a week. Photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed. There was no documentation of further medical intervention. At the time of the report the patient was good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.